Event description:
The customer reported that they had questions about the displayed waveform on the mrx defibrillator. We are considering this as a malfunction based on the customer report only while we investigate further.

Manufacturer narrative:
The customer reported that they had questions about the displayed waveform on the mrx defibrillator. We are considering this as a malfunction based on the customer report only while we investigate further. A follow-up report will be submitted upon completion of the investigation.